Event description:
It was reported that the customer visited the emergency room with a high blood glucose reading of 482 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller did not have a spare infusion set with her at the time of the call. No troubleshooting was conducted. The caller stated that the customer wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and a cracked reservoir tube.